Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer stated the screen on the insulin pump was frozen. The customer's blood glucose level was 363 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.